Event description:
It was reported that during an implant attempt the left ventricular (lv) lead was implanted successfully, however, the stylet got stuck in the lv lead and the physician could not remove it. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). Visual analysis noted the lead was received with a stylet partially inserted into the lead. It was removed without force.